Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-07-31. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle shield does not detach as intended and the 4th related complaint for needle hub separates on lot # 9203919. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle shield does not detach as intended and needle hub separates) was captured and addressed appropriately. Investigation summary: customer returned three (3) loose 0.5ml bd insulin syringes. Consumer reported needle hub separated and stayed in the shield; also stated that the needle shield was difficult to remove. All three returned syringes were examined, and it was observed that all three exhibited needle hub/shield assemblies separated from the syringe barrel; no damage to the barrel tips was observed. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 9203919. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837533] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1734850, on 06aug2020, holdrege received photo complaint. A visual evaluation of photo found (3) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #74623 was created for raised hubs. The guide was out of adjustment. Corrective action: adjusted the guide. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9203919. It was reported that needle hub separates and stays in shield. Also reported needle shield was difficult to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle shield does not detach as intended and the 4th related complaint for needle hub separates on lot # 9203919. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle shield does not detach as intended and needle hub separates) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9203919. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837533] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9203919. It was reported that needle hub separates and stays in shield. Also reported needle shield was difficult to remove.